Event description:
It was reported that the port of a multilayer bag ¿became detached from the bag.¿ this occurred after filling. The reporter stated that as a result of the port detaching from the bag, the compounded solution leaked out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the device revealed that the white injection site was disconnected from the bag. This confirmed the reported problem. The cause was determined to be a lack of solvent application on the injection site during the manufacturing process. Improvements to the manufacturing process will be made to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.